Manufacturer narrative:
Device evaluation is pending.

Event description:
On 05 sep 2007, the sales representative reported that, the taps were worn from excessive use. This was identified on an unreported date. On 10 sep 2007, the sales representative clarified that, the tips were not broken but they were splayed from wear. A splayed instrument has the potential to break.